Manufacturer narrative:
(B)(4). The device was manufactured from september 12, 2014 to september 13, 2014. The device was received for evaluation. A visual inspection was performed and revealed fluid inside the housing and the bag that contained the device. The cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. The luer cap was manually tightened and a functional leak test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor leaked fluorouracil into the device¿s housing. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.